Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked. The imaging window and drive cable were twisted and tangled over two non-boston scientific (non-bsc) guidewires. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140cm from the distal housing. Media provide by the client showed a poor image on the capital equipment screen.

Event description:
Reportable based on device analysis completed on 21july2025. It was reported that visualization issues occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter could not show the image normally and no image shown. The procedure was completed with another of same device. The patient condition following the procedure was stable. However, device analysis revealed that the imaging window and drive cable were twisted and tangled over the guidewires.